Manufacturer narrative:
Correction: d4. Additional information: b5, g4, h4, h6, h11. B5: additional information reported that the black dot/particle was inside the "chamber" and did not move after shaking the device. H4: the lot was manufactured between september 25, 2023 and october 5, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a black dot on the stress-member of the device. The reported condition was verified. The cause of the condition was most likely due to the manufacturing process. However, embedded particulate matter is unlikely to cause harm and does not impact the sterile pathway. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot/particle was observed inside a large volume folfusor. This was observed during setup/preparation. There was no patient involvement. No additional information is available.